Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Primary implant was dislocating repeatedly, revision surgery was required to fix dislocation. Upon opening patient, adm x3 insert was loose and disconnected from the inner head. The inner 22 head was completely fused onto the accolade ii stem and would not come off, including but not limited to attempts to remove it with a mallet, bone tamp, and a metal cutting burr. This necessitated removal of the entire stem and replacement with a restoration modular stem and a new mdm head/liner.

Manufacturer narrative:
An event regarding dislocation and dissembly issues involving a metal head was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. The mar indicated: "the hip stem and the mobility cup showed signs of in service wear and scratches consistent with explantation damage." A material analysis has been performed. The report concluded: "in service wear and explantation damages were observed on the hip stem, the mobility cup and the x3 insert. The x3 had scratches and third body indentations. The wear markings found on the x3 insert were consistent with the reported event. No material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded "procedure-related factors: - cup malposition in low inclination and anteversion plus medialized position. - explantation damage of the trunnion has quite likely contributed to inability to remove the femoral head from the trunnion. - intraprosthetic dislocation of an adm cup construct is a procedure-related design characteristic of the device in case dislocations still do occur patient-related factors. - extreme obesity may have increased overload conditions as discussed although this is not a root cause of failure. Device-related factors: - none, as also supported by mar findings. Diagnosis: - an adverse mix of patient-related factors (abnormal pelvis position after spinal fusion) plus procedure-related factors regarding cup malposition (medialized cup in low inclination and low anteversion) has contributed to major instability in the arthroplasty with recurrent dislocation requiring revision. The secondary aspects of intraprosthetic dislocation of the adm relate to the design characteristics of the adm while the inability of the surgeon to remove the femoral head from the liner is quite likely secondary to explantation damage of the trunnion near the transition of the femoral head. Both aspects are procedure-related." -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant concluded "an adverse mix of patient-related factors (abnormal pelvis position after spinal fusion) plus procedure-related factors regarding cup malposition (medialized cup in low inclination and low anteversion) has contributed to major instability in the arthroplasty with recurrent dislocation requiring revision. The secondary aspects of intraprosthetic dislocation of the adm relate to the design characteristics of the adm while the inability of the surgeon to remove the femoral head from the liner is quite likely secondary to explantation damage of the trunnion near the transition of the femoral head. Both aspects are procedure-related". No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary implant was dislocating repeatedly, revision surgery was required to fix dislocation. Upon opening patient, adm x3 insert was loose and disconnected from the inner head. The inner 22 head was completely fused onto the accolade ii stem and would not come off, including but not limited to attempts to remove it with a mallet, bone tamp, and a metal cutting burr. This necessitated removal of the entire stem and replacement with a restoration modular stem and a new mdm head/liner.